Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("stomach bloating"), swelling ("swelling thst is all over my body"), asthenia ("weakness"), feeling abnormal ("made me have foggy"), arthralgia ("hip pain/ joint pain"), gastric disorder ("my stomach is the worst"), headache ("daily headache") and back pain ("lower back pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, swelling, asthenia, feeling abnormal, arthralgia, gastric disorder, headache and back pain outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, arthralgia, asthenia, back pain, feeling abnormal, gastric disorder, headache, pelvic pain and swelling to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain and abdominal distension, selling, arthralgia, headache, gastric disorder, feeling abnormal, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu2 and fu3 processed together: event medical device removal was updated to pelvic pain and other non serious event swelling thst is all over my body, weakness, made me have foggy, hip pain/ joint pain, my stomach is the worst, daily headache, lower back pain added. Reporter added. On (B)(6) 2020: fu2 and fu3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("stomach bloating"), swelling ("swelling thst is all over my body"), asthenia ("weakness"), feeling abnormal ("made me have foggy"), arthralgia ("hip pain/ joint pain"), gastric disorder ("my stomach is the worst"), headache ("daily headache") and back pain ("lower back pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, swelling, asthenia, feeling abnormal, arthralgia, gastric disorder, headache and back pain outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, arthralgia, asthenia, back pain, feeling abnormal, gastric disorder, headache, pelvic pain and swelling to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain and abdominal distension, selling, arthralgia, headache, gastric disorder, feeling abnormal, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu2 and fu3 processed together: event medical device removal was updated to pelvic pain and other non serious event swelling thst is all over my body, weakness, made me have foggy, hip pain/ joint pain, my stomach is the worst, daily headache, lower back pain added. Reporter added. On 20-mar-2020: fu2 and fu3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("stomach bloating"), swelling ("swelling thst is all over my body"), asthenia ("weakness"), feeling abnormal ("made me have foggy"), arthralgia ("hip pain/ joint pain"), gastric disorder ("my stomach is the worst"), headache ("daily headache"), back pain ("lower back pain"), renal cyst ("cyst on kidney") and ovarian cyst ("cyst on ovary"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, swelling, asthenia, feeling abnormal, arthralgia, gastric disorder, headache, back pain, renal cyst and ovarian cyst outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, arthralgia, asthenia, back pain, feeling abnormal, gastric disorder, headache, ovarian cyst, pelvic pain, renal cyst and swelling to be related to essure. The reporter commented: no longer have her uterus or tubes because of essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain and abdominal distension, selling, arthralgia, headache, gastric disorder, feeling abnormal, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: sm received : events added- renal cyst and ovarian cyst. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal and abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal and abdominal distension. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.